Event description:
The pt had a shunt put in but was defected where there was a back up of fluid. They are putting benlysta on pause. They want to see if benlysta might affect the reduction of the tumor. They had to put another shunt in due to the defected, so they are going to get an MRI on (B)(6) and see if they can restart benlysta then. Dates of use: 2019.